Event description:
Pt was admitted to ER on 3/15/94, at 1943 hrs and transferred to ccu on 3/16/94, at 0030 hrs with a diagnosis of acute febrile illness with hypotension, lymphoma, and abnormal liver function tests (which was later found to be gi bleed). Pt went into ventricular fibrillation on 3/16/94, at 1138 hrs. Blood pressure was being monitored non-invasively at the time. An arterial blood pressure (abp) line was installed and abp was recorded at 30/10. The pt was given the following medications to increase blood pressure in IV drip form: dopamine, epinephrine, neosynephrine, levophed, and lidocaine; by injection: epinephrine, atropine, and calcium chloride. Up until 1150 hrs, medications had no effect on abp and staff was unable to palpate or osculate pts blood pressure. At 1152, abp read 80/26 and physician requested that blood pressure cable be replaced. Abp immediately read 220/118. Upon removal of defective blood pressure cable, it was noted that one pin was bent over and had entered the incorrect female connection at the pressure module. Pt recovered from ventricular fibrillation to prior status of critical and unstable and was able to sustain own blood pressure and heart rate with minimum assistance. Medications would have continued to be administered causing severe injury or death if cable had not been replaced. The defective blood pressure cable was examined and tested after the incident and was found to cause a substantial loss of signal. When a simulated pressure of 388 mmhg was applied to a transducer attached to the cable, the displayed readout was only 60 mmhg. Co confirmed that this was the correct cable to be used with the physiological monitor and ibp module.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: design - inadequate, design - human factors. Conclusion: device failure directly contributed to event, user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, user education provided. Invalid data - on device destroyed/disposed of status.